Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that the patient was having difficulty charging and poor coupling. It was also reported that patient was getting 4 bars, not always feeling stim and increase stim. The patient reported that he was not sure if he was doing the charging process correctly, seems to be having problems charging and needed assistance. Troubleshooting was done. Patient was told to reposition antenna. 6-8 bar/issue was resolved. Patient indicated that ins was showing almost 100% charge, implantable neuro stimulator recharger (insr) was 100% and he was getting 8 coupling bars. Reviewed importance of antenna placement, charging over thin material-not bulky cloths and how the number of efficiency bars will affect recharge time. Patient was assisted using patient programmer to check therapy settings, therapy was on, group b @ 3.30v and patient increased stim to 4.10 v and he was feeling stim and liking it. No further patient symptoms or complications were reported in this event. Additional information was received from the patient. It was reported that the patient expressed frustration with recharging for hours and not getting ins to be full. The patient said that at one point he charged for 7 hours but never got full charge. The patient does have stim on while recharging. The patient said he has 8 coupling bars. He has been charging for a couple hours today and he stays at 3/4. Redirected patient to health care professional (hcp) to investigate further implantable neuro stimulator recharger data. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported it took the patient 7 hours to charge the ins when it was depleted. It was reviewed it can take 6 to 8 hours to fully charge a completely depleted ins even with full coupling. He patient stated that they charge less than an hour at a time now because they charge more frequently. No further complications were reported.